Event description:
In 2008, the patient reported that for the past couple of days he has had low blood glucose readings between 7am-8am. His normal blood glucose range is 80-140 mg/dl. He said at 7am today his reading was 58 mg/dl which he treated by eating peanut butter crackers. At 9am, his reading was 81 mg/dl and before eating lunch, it was 106 mg/dl. He stated he took a 6 unit bolus of insulin through his infusion device at lunch and by 2:30pm, while at a doctor's appointment, his reading was 423 mg/dl. He stated he "must have ate too much at lunch." He stated he gave himself a 8 unit bolus of insulin and at dinner this evening his reading was 60 mg/dl which he corrected by eating 75 carbs for dinner. Symptoms of low blood glucose are a personality change, shakiness, and sweating. His symptom for an elevated reading is frequent urination. He said he once had an elevated reading of 600 mg/dl which he corrected by changing his infusion set. On follow up with the patient on four days later, he stated his readings are still slightly elevated with today's readings ranging from 171 mg/dl to 214 mg/dl. He stated he is seeing his doctor soon and believes the readings are due to changes in his carb and insulin sensitivity ratios. No product will be returned for evaluation.

Manufacturer narrative:
Results - other - no product will be returned for evaluation.